Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system rebooted itself. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative noted that the system power did not have an issue nor was the system rebooting, (per the customer¿s description), but the auxiliary illuminator and laser modules were not powering on. The company representative replaced the base power distribution and power control module but this did not resolve the issue. The company representative then replaced the base switch. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 4, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming base switch. However, how or when the part became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).